Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable harness was replaced. Also, the camera, several circuit boards, and the backplane were replaced. The system was then found to be operating as intended.